Event description:
At 05:45 vent alarm - pt found cyanotic with rapid shallow breathing (32-35/min), telemetry hr 160-170/min. Bagged. 9:40 suctioning attempted with difficulty. Urgent change of trach. Pt manually ventilated. Rn, rt and md at bedside. No one was able to get a cuff pressure and trach end did not come off for manual bagging necessitating trach change mentioned. Pt stable after incident. MFR's conclusion is that the tracheostomy tube swivel was inserted more deeply into the suction catheter female swivel connector than was necessary, resulting in an excessively aggressive connection and providing very little access for the insertion of the disconnecting wedge. Nonetheless, repeated "bottoming out" insertion and disconnection was affected with the returned devices using a wedge, and the force required to do so did not exceed specifications. Co has found significant variation exists among the various MFR' tracheostomy tube connectors, ventilator circuit connectors, and suction catheter connectors. It may be advisable to test-mate the selected combination of these items prior to pt use to determine the degree of insertion necessary to result in a secure, but not an overly aggressive connection. This is especially important when employing one or more swivel-to-swivel connections that may require the use of a disconnecting device such as co's.